Event description:
It was reported that there lia (lead integrity alert) tripped, with oversensing, noise, high impedance, and a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), that there was a right ventricular lead integrity alert, and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.